Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report; not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: no patient medical records were available for review. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it was reported that patient suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.